Manufacturer narrative:
The insulin pump passed displacement test and active current test. Unit failed sleep current test. High sleep current isolated to pcba 1. Pump error alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had low battery life. The customer's blood glucose value was unknown. The device will be returned for analysis.